Manufacturer narrative:
At this time, the product has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific received limited information that a patient with our device and competitor leads had unipolar impedance that was higher than bipolar. The measurements were reported as out of range. The device was explanted to another device manufacturer, and leads were capped. No additional adverse patient effects were reported.